Event description:
Tesio permacath not functioning well. Blood flow rates in the region of only 100. Permacath injection catheter stripping procedure was performed on 3/2001. Injection of the blue port showed prominent fibrin formation along the length of the portion of the catheter having side holes. Injection of the red catheter showed fibrin formation as well as a plug at the very tip of the catheter occurred but the fragment was retrieved. Catheter did function better after the stripping. Permacath was discarded by or when it was removed.